Manufacturer narrative:
(B)(4). Batch # p94600. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the jaws of the device cut the vessel? N/a. Or did a clip cut the vessel? N/a. How was the bleeding controlled? Cautery. Was the patient given any blood products for the bleeding? No. Or was the new device that was used to complete the case sufficient to control the bleeding? No. Was there any change to the procedure or post-op patient care as a result of the bleeding? Length of time in surgery longer.

Event description:
It was reported that during a bilateral hernia repair the device misfired; lacerated a vessel. The procedure was completed using another manufacturer's device. It is unknown how much bleeding may have occurred.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of the pictures, what appear to be two el5ml devices can be observed, the upper side photo shows the distal end of both devices; the device located at the right side of the photo appears to have two clips jammed in the jaws; on the device on the left side of the photo, only the distal end can be observed, no additional observation can be made. The second photo shows a full photo of both devices. Additional photos provided are of the tyvek of the devices. Refer to physical analysis for details on investigation.